Manufacturer narrative:
The mixer of the analyzer was replaced and no further issues occurred after this action. The investigation determined the issue is consistent with either a sample-specific issue or a hardware issue. The replacement of the mixer resolved the issue.

Manufacturer narrative:
The e411 analyzer serial number is (B)(6). Calibration signals are ok. Quality control data showed results normally within specifications, but some outliers were outside of range. A general reagent issue can most likely be excluded. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys anti-tpo on a cobas e411 disk. The sample initially resulted in an anti-tpo value of > 600.0 iu/ml with a data flag. All other parameters tested during this run had liquid-level detection noise alarms, so no results were reported outside of the laboratory. The sample was repeated three times, resulting in anti-tpo values of 21.51 iu/ml, > 600.00 with a data flag, and 21.22 iu/ml. The customer used a new reagent cassette and repeated the sample on (B)(6) 2023, resulting in an anti-tpo value of 18.52 iu/ml.